Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Physician reported a right side rupture and deformation. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "deformation". Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs; one device has a opening shell, red particles in the shell and another device has crease fold deformation and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported a right side rupture and deformation. Device explanted.